Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The reported cause is unknown. The expulsor was trimmed for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy test +10.9%. This occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.